Manufacturer narrative:
On (B)(6) 2025, the product investigation was completed. However, it was also identified that the product receipt of (B)(6) 2025 was mistakenly omitted from the previously submitted initial report, and section d9 has been updated accordingly. It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a decanav electrophysiology catheter and there was a "nick" in the catheter with a glue bubble attached found when the catheter was removed from the packaging. The 'glue bubble' material was clear, and it looked similar to the material that is normally on the shaft of the catheter connecting the tip of the catheter to the proximal shaft. It was smooth and see through. No movement of the material was noted. Device not used on the patient, scrub tech was uncomfortable using the device on the patient, so the device was replaced prior to case start. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A microscopical inspection of the device was performed at the tip area and foreign material trapped inside the tip-shaft transition adhesive was observed, additionally, excessive adhesive was observed applied at the anchor hole area, for this reason a manufacturing investigation was initiated. The manufacturing team determined that the issues observed are manufacturing related as the process states that the area must be inspected to avoid this kind of defects, an awareness was performed for all the personnel involved. A manufacturing record evaluation was performed for the finished device 31550810m, and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause was traced to manufacturing. The instructions for use contain (IFU) the following recommendation: the sterile packaging and catheter should be inspected prior to use. This product issue will be addressed through j&j medtech 's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a decanav electrophysiology catheter and there was a "nick" in the catheter with a glue bubble attached found when the catheter was removed from the packaging. The 'glue bubble' material was clear, and it looked similar to the material that is normally on the shaft of the catheter connecting the tip of the catheter to the proximal shaft. It was smooth and see through. No movement of the material was noted. Device not used on the patient, scrub tech was uncomfortable using the device on the patient, so the device was replaced prior to case start. The catheter was replaced and the case continued. No patient consequences were reported.